Event description:
It was reported that the signal artifact monitor of the pacemaker automatically switched the programmed minute ventilation (mv) vector due to sensing of noise on the atrial channel. Review of the electrogram showed the noise appeared to be external. Further review was recommended. The pacemaker remains in service.